Event description:
Please refer to the initial report.

Manufacturer narrative:
For the investigation the provided logfile and the device were analyzed on site by dräger service. Additionally the service report and the logfiles were analyzed at the manufacturer at dräger. The described restart of the ventilator could be confirmed. The stored error code (13.99.130) indicated a problem with the pneumatic controller pcb which consequently was replaced. The device reacted as specified for this malfunction by initiating a re-start in order to solve the issue. During a re-start the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. After replacement of the pneumatic controller pcb the device was successfully tested according to manufacturer specification and returned into use. No further problems were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
For the investigation the provided logfile and the device were analyzed on site by dräger service. The described restart of the ventilator could be retraced in the logfile, at 11:36 am on the reported day of event the device rebooted and resumed ventilation afterwards. The user switched the device into standby mode shortly after. The stored error code indicated a problem within the cpu pcb. After replacement of the pcb the device was successfully tested according to manufacturer specification and returned into use. No further problems were reported. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a 13.99.130 error and the ventilator restarted. There was no patient injury.